Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt.

Event description:
During use of an exoseal it was reported that the pulsatile flow from bleed back indicator never stopped although indicator window became black-black pattern. There was no reported patient injury. The patient's age and gender were unknown. The exoseal (6fr) was used for hemostasis after an interventional procedure. The target lesion was unknown. The products were properly inspected and prepped and no anomalies were noted. After the pta, the exoseal was inserted into a sheath introducer (unknown) with no resistance. The angle of access was between 30 and 45 degrees. There was no excessive force used to insert the device into the sheath. The sheath introducer was retracted until the hub engaged with the indicator wire cowling. An audible click was heard when the sheath was locked against the handle assembly of the exoseal. The exoseal with the sheath introducer was retracted as a unit. However, the pulsatile flow from bleed back indicator never stopped although indicator window became black-black pattern. So, the exoseal with the sheath introducer came out of the patient without plug placement. Hemostasis was achieved by manual compression. There was no bleeding complication during and after the procedure. There was no reported patient injury.

Manufacturer narrative:
During retraction of a 6f exoseal vascular closure device with the sheath introducer, it was reported that the pulsatile flow from the bleed back indicator never stopped although the indicator window became black-black pattern. The deployment button was not pressed. The exoseal with the sheath introducer was removed from the patient without plug placement. There was no reported patient injury. The target lesion was unknown. The exoseal was used for hemostasis after a percutaneous transluminal angioplasty. Femoral artery suitability was verified on angiography. The angle of access was between 30 and 45 degrees. The arteriotomy was not in or near an area of calcified plaque or near a stented segment. The vessel diameter was verified to be greater than or equal to 5mm in diameter. There was no stenosis greater than 50% at or near the access site. The exoseal was inspected and prepped according to the IFU and no anomalies were noted. The bleed back indicator window showed no visible signs of damage. After the pta, the exoseal vascular closure device was inserted into an unknown sheath introducer with no resistance or use of excessive force. The sheath was not noted to be kinked. The sheath introducer was retracted until the hub engaged with the indicator wire cowling of the exoseal vascular closure device and an audible click was heard. An audible click was heard when the sheath was locked against the handle assembly of the exoseal. The exoseal with the sheath introducer was retracted as a unit. However, the pulsatile flow from bleed back indicator never stopped although indicator window changed to the black-black pattern. The indicator window did not change to black/red on retraction.. Hemostasis was achieved by manual compression. The plug was then deployed outside the patient after removal of the exoseal vascular closure device from the patient. There was no bleeding complication during and after the procedure. The physician was certified for the use of the device. The number of cases with the physician¿s use of the device is unknown. One non sterile 6f exoseal vascular closure device was received inside a plastic bag. The deployment lever was fully depressed. The indicator window was received in black/white and red position. The guard was depressed. The indicator wire was retracted. The plunger disc was received aligned to delivery shaft end as expected. The plug was not received with returned device. An unknown 6f catheter sheath introducer was received with the returned device. No other anomalies were observed in the returned device. The indicator window changed in different positions black-on-white, black-on-black, and black/white/red position during functional test as expected. A function test was performed (using bench top test model); water was injected through the ¿delivery shaft bleed-back port¿ and went out through the ¿pi collar bleed-back indicator tube.¿ bleed -back signal is present and diminished during retraction using the simulated bench top test model. Internals components and mechanism were analyzed and no blockages or damages detected. The gap between the lock out plate and the indicator window was observed (as expected). No obstructions, loose or broken parts were observed. Review of lot revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The IFU provides the following caution: (xi.7) if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. In this case, the window changed to solid black upon retraction of the devices as per IFU, however, there was no reduction in pulsatile flow observed. Therefore, the physician acted in accordance with the IFU and removed the sheath and vcd together and proceeded to manual compression. The indicator wire has the potential to catch in the calcification instead of the vessel wall leading to a false indicator window reading. The reported ¿bleed-back indicator-no reduction in flow¿ reported by the customer was not confirmed since during functional test bleed back signal was present and diminished during retraction as expected. The reported ¿indicator window incorrect indication¿ reported by the customer was not confirmed since the indicator window was achieved in different position during functional test. The exact cause of the events reported by the customer could not be conclusively determined. Neither the DHR review nor the product analysis suggests that the reported complaints could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken.